Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. The customer's blood glucose level was 325 mg/dl. Reportedly, the customer was unable to clear the most recent alarm. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.